Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, a revision surgery was performed due to rod breakage. During the surgery, rods were added from two to four. While applying the rods to the universal connector, the rods were not parallel to each other, and the rods were forcefully inserted into the connector at a slight angle. After tightening the set screw with a screwdriver, the surgeon felt discomfort during final tightening and loosened the set screw. Then, it was found that the set screw thread got stripped. The surgeon confirmed that there were no metal fragments in the patient¿s body. A new connector was used, and the rods were bent to re-arrange the rod array. The surgery was completed successfully with 30 minutes delay. No further information is available. This pc is related to (B)(4) which reports that rod broke after the primary surgery. This pc reports that attaching failure occurred during the revision surgery this report involves one unknown locking/set screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown locking/set screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.